Manufacturer narrative:
(B)(4). Pump error 54 alarm found in the pump history due to software error. Pump error 54 alarm followed by pump error 3 alarm problem isolated to the electronic assembly.

Event description:
The customer reported via phone call that the insulin pump received multiple insulin pump errors during calibration. The customer¿s blood glucose level was 191 mg/dl. Customer was able to successfully clear the alarm and was able to complete insulin pump rewind. The customer also reported that the fill cannula was recorded in daily history. The customer was advised to revert to back up plan. The device will be returned for analysis.